Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had a missing component. The nurse found the line clamp was missing during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Three photos were provided for observation of this incident which revealed the following: revealed the top web (tyvek) of a sealed package from a 22ga nexiva single port IV catheter system from lot 8057625. Revealed the package opened, displaying the unit within to have all components present and intact, less the pinch clamp, which was missing. Revealed the unit removed from the packaging confirming the pinch clamp was not assembled on the unit. DHR review; lot 8057625; was built and packaged on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018. Al required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed five non-related qn¿s that were initiated during the build of this lot and one non-related fg qn was initiated; of which all six qns would not impact the quality of the product in relation to the alleged reported defect. Sap (qn) database review; was conducted for this investigation; which disclosed 5 non-related ip qns and 1 non-related finished goods-ster. Qn associated with the lot number provided for this incident. Manufacturing: the defect was confirmed and the root cause was identified to be manufacturing process related. There is a 100% inspection system for presence of the pinch clamp. The inspection system is challenged each production order. Thus a definite root cause was not established.

Event description:
It was reported that a bd nexiva closed IV catheter system had a missing component. The nurse found the line clamp was missing during use. There was no report of exposure, serious injury or medical intervention.